Event description:
Healthcare professional (hcp) reported pump tubing segment leak in the dual flow path pump. The pump split the drain tubing during the last cycle. Hcp reported no pt injury or medical intervention necessary. No adverse symptoms were reported by the pt.